Event description:
In 2001, the physician attempted arteriotomy closure with the closer 6 device. The closure followed a left heart catheterization procedure on an inpatient that came in with a mi. The sheath was placed in the common femoral artery with no obvious plaque. A first device was deployed but a bilateral cuff miss occurred. A second device was attempted, but resulted in a posterior cuff miss. A third device was used which successfully achieved hemostasis. The pt was an above the knee amputee, and the next day the pt had a mottled stump. A surgical consult was obtained and surgical intervention was performed. The physician stated that is looked as if the artery had been ligated. The following day, the pt expired due to ventricular fibrillation.